Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) reference failed error. The customer reported there was no patient involvement.